Event description:
A healthcare professional reported that this was a mechanical thrombectomy with a segment a2 occlusion of the right anterior artery. The physician was able to track the emboguard balloon guide catheter (product code and lot number unknown) to the petrous internal carotid artery (ica) but noted that emboguard (eg) is not behaving as he has become accustomed to in terms or trackability and kink resistance. He noted this while navigating the eg through the cervical ica. The user demonstrated how the mid-section does visually appear to be overly flimsy. Ultimately, the user was able to track the eg to the petrous ica and pull out the clot using aspiration and a stent retriever for an mtici 3 first pass. It was reported that the arteries were ¿very healthy¿ for the patient¿s age and very forgiving/straight anatomy. Procedural set-up summary: pass 1: base catheter: emboguard 95 cm, intermediate/aspiration catheter: 5 fr sofia, microcatheter: phenom-21 160cm, wire: synchro-14, stent retriever: 4x40 soltaire. Result: successful - mtici 3. There was no reported delay in procedure considered clinically significant. The issue did not result in vessel injury or any other complications. There was resistance while tracking the eg to petrous ica. The physician felt it was more difficult to track the eg through anatomy even though it was forgiving. The devices did not appear physically damaged at any time. There was nothing noting noted to be obstructing the device.

Manufacturer narrative:
Manufacturer ref # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. Section h3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Section h4: the device manufacture date is not known as the device lot number is not available / not reported. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.